Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info provided is the average for all the pts. At this time no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: fumero a, rapati d, diso s, lapenna e, alfieri o. Spinal cord stimulation for refractory chronic angina pectoris: influence on quality of life. Expert rev pharmacoecon outcomes res, aug 2007;7(4):343-349. Summary: the author's aim was to assess the benefits, in terms of quality of life, of spinal cord stimulation in no-option pts affected by refractory angina pectoris. Between (B)(6) 1998 and (B)(6) 2007, 77 pts with refractory angina were treated with a temporary external device for a 4-week trial period. Seventy pts had clinical benefit and were implanted with a permanent pulse generator. The mean pt age was (B)(6); there were 52 males and 18 females. No life-threatening complications related to temporary and permanent scs implantation were observed. There were no intra-surgical complications related to scs-implantation. Reportable events: the authors reported four (n=4) electrode dislodgements; repositioning was performed for each. The authors reported three (n=3) pts experienced a skin pocket infection. The authors reported two (n=2) pts experienced an extension wire infection.